Event description:
Event was a revision shoulder surgery. The reason for the revision was due to dislocation. The surgeon saw some hypertrophic ossification. The 36+3 poly from the humelock reverse stem was removed, along with the majority of the hypertrophic ossification. Then the surgeon trialed higher thicknesses of polyethylene for the stem, going to a +9 metal spacer and 36+6 poly.